Manufacturer narrative:
A correlation between the device and the report that the outflow graft was weeping with blood could not be conclusively determined. The information received at the time of the event indicated that the surgeon found the outflow graft was weeping with blood. A 16mm graft that had been treated with a clotting agent was placed around the existing outflow graft. The device remains implanted and the patient remains ongoing on vad support. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s gender was not provided. (B)(4). Approximate age of device ¿ 10 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had undergone several operations for surgical bleeding. When the patient was taken back to the operating room for a drop in hemoglobin and hematocrit, the surgeon found the outflow graft was weeping with blood. A 16mm graft that had been treated with a clotting agent was placed around the existing outflow graft. The patient received many blood products to stop the bleeding. The patient's chest was closed with sternal plates. The patient will continue to be monitored for signs of bleeding.